Event description:
Customer reported a malfunction on the pump, identified as malfunction code 0. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was advised to contact a clinic to purchase a new pump, as the current pump was out of warranty.